Event description:
The customer reported failure of the m1669a 3 lead ECG trunk cable. No further information was provided. There wasn o reported patient incident/injury.

Manufacturer narrative:
(B)(4). A follow up report will be submitted once the investigation is complete.